Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the expiratory channel printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. The defective part was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel pcb.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).